Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 15mm x 2.0mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the middle part of the balloon ruptured in a pinhole form at 4atm within 3 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.